Manufacturer narrative:
(B)(4). Device was evaluated by the distributor.

Event description:
It was reported via repair work order that the bed exit not functioning properly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.